Event description:
It was reported that after approximately 56 months oversensing with artifacts was noted. This lead and the ICD were explanted.

Manufacturer narrative:
The ICD and the distal fragment of the lead under complaint were returned and subjected to an extensive analysis. Upon receipt, the ICD was interrogated, revealing the battery status mos1, 22 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, confirming the clinical observation. Therefore a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of an ICD malfunction. Subsequently the 48 cm fragment of the lead was visually inspected. Multiple signs of wear could be observed along the lead fragment. In particular around 7 cm proximal to the lead tip the insulation was found rubbed through which can be considered as the root cause of the reported oversensing. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the lead's motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. During the electrical analysis, the dc resistances of the conductor fragments were measured. No peculiarities were found. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular channel, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. The clinical observation resulted from the observed lead insulation damage. The analysis did not reveal any sign of a material or manufacturing problem of these devices.